Manufacturer narrative:
An initial medwatch was filed for this event in error. The reported device failure is not likely to result in patient harm or the need for additional medical or surgical intervention. The reported issue is immediately detectable and would be unlikely to result in impact to the patient. The reported issue has not resulted in a serious injury in the past.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The sales rep reported via phone that his true span 12 degree peeks pulled out the second implant when the doctor pulled back to far after deploying the implant. The second true span 12 degree peek did not deploy the first implant during a meniscal repair. The case was completed by using other like devices. There were no patient consequences but a 5-minute delay was reported. The doctor did not need to cut the meniscus to remove any implants. One device will be returned while the other was discarded by the customer. ¿ when was the issue detected during the case. ¿ was there a resulting surgical delay - how long? Yes, 5 minutes. ¿ was the procedure able to be completed? Yes. ¿ were alternatives readily available? Yes. ¿ any patient impact? No. ¿ was there any difficulty aligning instruments required for insertion prior to use? No. ¿ was excessive force needed to insert the device? No.